Event description:
It was reported that there was rising impedance on a right ventricular lead. The lead is still in use and the clinic is monitoring the lead. No patient complications have been noted as a result of this event.

Event description:
It was reported that there was rising impedance on a right ventricular lead. It was further reported that there was increased threshold. The lead was replaced. No patient complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).